Event description:
It was reported to the manufacturer that the physician's handheld was having trouble getting past the start screen. Soft and hard resets were performed but did not resolve the issue. The product is being sent to manufacturer for product analysis.